Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin result was 368.2 pg/ml with a data flag. The sample was repeated and the result was 4.53 pg/ml.

Manufacturer narrative:
The reagent lot number is 743115 and the expiration date is jan-2025. The field service engineer (fse) performed a precision check and liquid-level detection (lld) signal evaluation and the results were acceptable. The fse performed annual preventive maintenance and performed another precision check with acceptable results. He verified the analyzer was performing within specifications. The investigation is ongoing.